Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited high, out of range defib impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high, high voltage lead impedance was not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the optim sheath was also noted proximal to the suture sleeve tie mark consistent with friction to device can.